Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that 3 patients have had leaking at the insertion site of clear or slightly blood tinged fluid. This has occurred with patients receiving antibiotics via a 24 hour baxter infuser as well as intermittent IV antibiotics. There was no reported patient injury. This report addresses the second patient.